Manufacturer narrative:
Results of investigation: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device shows signs of damage from attempted use. The device was manufactured in 2019. The clinical medical investigation concluded that this case reports the insert would not engage with tibial baseplate, after multiple attempts to gain adequate exposure. Per complaint details, there was no patient injury, or delay reported, and the procedure was completed with a backup device. Since no patient harm is alleged, no further clinical assessment is warranted at this time. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit/sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, when preforming a tkr, the legion ps xlpe high flexion articular insert size 1/2 11mm would not successfully engage into the baseplate at time of implantation. After several attempts using the 1/2 hi flex insert impactor, it would not engage. Multiple attempts were made by the surgeon to gain adequate exposure, clear the baseplate and irrigate to ensure there was nothing stopping the successful engagement of the locking mechanism. Another insert was then opened and was successfully implanted and the locking mechanism engaged on first impaction. No injury or surgical delay was reported due to this failure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.